Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4+ mixed mitral regurgitation (mr) and restricted posterior leaflets for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip xtw was then placed lateral from the first clip. Upon deployment, a single leaflet detachment occurred and the clip remained attached the anterior leaflet. An additional clip was then deployed lateral to the second clip successfully to stabilize the slda clip. The procedure was discontinued. The final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed as no lot information was provided. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to challenging image and challenging patient anatomy (complex anatomy, rotated heart and enlarged atrium). The reported image resolution appears to be related to enlarged atrium and complex anatomy. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4+ mixed mitral regurgitation (mr) and restricted posterior leaflets for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip xtw was then placed lateral from the first clip. Upon deployment, a single leaflet detachment occurred and the clip remained attached the anterior leaflet. An additional clip was then deployed lateral to the second clip successfully to stabilize the slda clip. The procedure was discontinued. The final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.